Event description:
A field serive engineer (fse) went to the home of a hemodialysis patient who performs hemodialysis at home using a 1550 hemodialysis machine. The service was requested on 03/23/07 because the machine needed to be calibrated and the customer had stated this is not an emergency and that the original tmp pressure was going above the normals and the arterial and venous pressure have been running higher. During the field service repair on four days later, the customer stated that the instrument was taking off more weight than programmed for and tmp was running higher. The fse found that the dialysate pressure was out of calibration by 29mmhg. It could not be adjusted in. The fse replaced the flow thru pressure transducer and calibrated the machine. The customer also stated that dialyzer being used has been changed to a different type (not a baxter dialyzer). Per the fse, this could account for the home patient noticing the tmp running higher along with the out of calibration pressure transducer. After the repair, the fse reported that the instrument tested good and the machine was operational. Baxter product surveillance placed a follow up call to the hemodialysis clinic. After reviewing the flow sheets, the nurse stated that the arterial and venous pressures were not higher (as the caregiver of the patient had stated in the 03-23-07 call). The nurse stated that the tmp pressure started running higher on 03-11-07. The nurse was asked if the machine would have been used between 03-23-07 (the date the caregiver of the patient called baxter) and 03-27-07 (the date of the field service repair). She stated that yes the machine was used. When asked what the outcome for the patient was and if the high uf situation had affected the patient the nurse stated that the patient is fine and that there was no effect to the patient.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from the FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA april 20, 2007. Further information from the hemodialysis clinic nurse (received via fax): patient flow sheets were requested. The patient does home hemodialysis and they only document the bare necessity. The event (6) dates that the hemodialysis machine was pulling off a high amount of ultrafiltration were 2007. Note: the nurse gave information for the date range and not for each specific date. The treatment(s) was programmed for four hours and the treatment(s) actually lasted four hours. The patient's dry weight was about 230kg. The nurse noted that the patient is very obese and therefore the nurse was not sure of the dry weight. The patient tries to remove 5kgs per treatment and can take it off without a problem. The nurse was asked for the patient's weight before and after treatment. The nurse did not have information regarding fluid amounts on the display or the initial amount of fluid removal programmed for the treatment. The nurse noted that the goal set is usually 5kg, but the machine was set for 4kg and it took off 5kg. The type of dialyzer the home patient is using is a fresenious f180. The tmp went up to 100. It is usually 50. The arterial pressure was on average 350 - 400. The venous pressure was an average of 250. When asked how much and what kind of intravenous fluid(s) the patient received (including saline given during the prime and fluid given during rinseback, the nurse responded: just prime & rinse at 300 - 500. She did have them flush the dialyzer one time with 200cc to check for clotting and none was seen. The patient did not eat or drink during the treatment and the patient did not vomit. The patient has his own scale for obese patients and the scale is not removed from the home. When asked, are there any unusual treatment circumstances to report the response was: no, the patient does use sodium bolus about 3 - 4 times per treatment.